Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer¿s low blood glucose was unknown. The customer also report the blood glucose was 320 mg/dl. The customer was treated with insulin pump. The customer was assisted with troubleshooting and declined for high and auto mode issue blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incomplete. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the hypoglycemia was happened 6 years ago.